Event description:
Additional information was obtained, the physician is aware of the one out of range measurement and has no plans for intervention at this time. The patient will be monitored.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information was obtained, the physician is aware of the one out of range measurement and has no plans for intervention at this time. The patient will be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
--

Event description:
Additional information was received that the patient was brought in for further evaluation. A commanded shock to test shock impedance measurements was delivered, resulting in a laed shorted fault message. A revision procedure was performed and the device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.